Event description:
Nurse did not remove lubrication cover prior to placing rectal tube in the pt. When the tube was removed the blue cover remained inside of pt's rectum. Pt required surgical intervention to remove the cover.